Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a gi bleed. The patient was fatigued, had melena, as well as acute on chronic anemia with prior known avms (arteriovenous malformation). Eneroscopy on (B)(6) 2021 showed gastritis and one small non-bleeding outside lab showed a hemglobin of 5.3 which was down from a baseline of 10 on (B)(6) 2021. The patient received 2 units of packed red blood cells on (B)(6) 2021 and another on (B)(6) 2021 as well as 2 doses of IV iron, b12 and folate. The patient's level was normal one 3 mm non-bleeding angiectasio in proximal jejunum treated with apc on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.